Event description:
While placing a tunneled dialysis catheter, the jaw of the kelly clamp from the angio drape pack (mfg [manufacturer] medline) broke in two. This tool had been used only to place one suture prior. There is no injury to the patient, but surgical instruments cannot break, especially not on their second (!!!) Opening. Had this been an open case, there could have been a serious risk of a retained foreign body/missing instrument.